Event description:
Phlebitis. Information was received from a rheumatologist regarding a patient with an 8-month history of moderate osteoarthritis (oa) in the left knee, which included joint narrowing. The oa symptoms had been previously treated with diprostene (betamethasone) in 11/2001. A prior history of knee effusions had also been reported. The patient's past medical history included phlebitis nos, which reportedly had been "affected by a resistance to c-reactive protein". The patient received two synvisc injections into the left knee in 02/2002. Effusions had been collected before each injection in the amounts of 20 and 15 mls, respectively. Two days later, the patient developed left, lower limb phlebitis and subsequently had been hospitalized (date and duration not provided). A doppler had been performed and confirmation had been made for the diagnosis of the left, lower leg phlebitis, which reportedly was "localized in the vena cava." The patient had been treated with "calcitherapy then switched to anti-vitamin k" and subsequently recovered from the adverse event. The patient had not received the third synvisc injection. The rheumatologist initially reported a "doubtful casual relationship between the reported event and the treatment with synvisc." However, they later reported that "the occurrence of the reported event was related to the injection, due to (the patient's) relative immobilization after infiltration, but not to the product synvisc." The manufacturer's quality assurance department performed an evaluation of product release data, which included intermediate product for both the u.s. And canadian facilities. The review did not indicate any abnormal trends that could be associated to any product complaints.